Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected tsh results were obtained from a level 3 non-vitros biorad liquichek immunoassay plus quality control fluid lot 85340 when tested using a vitros immunodiagnostics product tsh reagent on a vitros 5600 integrated system. Biorad qc level 3 results of 19.044, 19.792, 20.542, 20.813 and 37.324 miu/l vs. The expected result of 28.995 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected vitros tsh results were obtained when the customer was processing non-patient fluids. The customer did not give any indication that patient results had been affected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected tsh results were obtained from a level 3 non-vitros biorad liquichek immunoassay plus quality control fluid lot 85340 when tested using a vitros immunodiagnostics product tsh reagent on a vitros 5600 integrated system. A definitive cause for the higher and lower than expected biorad qc fluid result could not be determined. Based on historical qc results, a vitros tsh lot 7190 performance issue is not a likely contributor to the event. Acceptable quality control results were obtained leading up to the event. In addition, the results of diagnostic precision testing were with the acceptable guidelines. However, the precision was performed approximately 3 weeks after the event. Therefore, an instrument related issue cannot be entirely ruled out as a contributor to the event. Pre-analytical qc fluid handling was determined to be a potential contributor to the event. The customer will on occasion process the biorad qc fluids straight from the refrigerator. The biorad package insert states before sampling allow the product to reach room temperature. If the product has been stored frozen, allow it to stand at room temperature (18 to 25c) until it is completely thawed. Store the thawed product at 2 to 8c. If the product has been stored refrigerated, allow it to reach room temperature (18 to 25c) before use. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh lot 7190.